Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was predilated with a 2.5x12 mm maverick balloon. A possible lip was found on the tip of the 3.00x24 mm taxus express2 drug eluting stent. The procedure was completed with a 3.00x24 mm taxus express2 stent. No patient complications were reported. Patient status reported as "good."

Manufacturer narrative:
The cause of the difficulties experienced during the procedure could not be determined. The complaint source confirmed that the product had been disposed and no analysis was possible. There are no similar complaints of this nature related to this batch number. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.